Manufacturer narrative:
Retrospective review of complaint indicates correction MDR is needed. Initial MDR filed with incorrect establishment (B)(4).

Event description:
Retrospective review of complaint indicates correction MDR is needed. Initial MDR filed with incorrect establishment (B)(4).